Event description:
It was reported that during castor broke off of the cart during transportation at the user facility. No patient involvement, surgical delays, medical interventions, or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the castor broke off was confirmed during the service evaluation process.

Event description:
It was reported that during castor broke off of the cart during transportation at the user facility. No patient involvement, surgical delays, medical interventions, or adverse consequences were reported with this event.